Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 1 second, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.